Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) failed to deploy properly to create the seal . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hsk iii device was returned to the factory for evaluation on (B)(6) 2020 and investigated on (B)(6) 2020. Sign of clinical use and evidence of blood was observed. A visual inspection was conducted. Sign of blood was observed on the back on the loading device. The delivery device was returned outside the loading device with the seal observed outside the delivery window. The seal and tension spring assembly remained inside the loading device. The blue slide lock was dis-engaged and the plunger was not depressed on the delivery device. The seal was taken out from the loading device for inspection. There was no sign of crack/delamination on the seal. The following measurements were taken; the inner delivery tube diameter was measured at 0.198 inches the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.50 inches. The values recorded were within the tolerance specifications. Based on the received condition of the device the reported ¿activation problem¿ was not confirmed but confirmed for analyzed failure mode ¿fitting problem¿ was confirmed.

Manufacturer narrative:
Trackwise (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) failed to deploy properly to create the seal . A replacement device was used to complete the procedure. The hospital did not report any patient effects.